Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. Customer's blood glucose was 154mg/dl. Reportedly, the customer primed the tubing and continued using the pump supplies. Customer declined additional troubleshooting.